Manufacturer narrative:
Investigation: a used trima disposable set containing blood was returned for investigation. Upon visual inspection, it was noted that blood had circulated throughout the set. Evidence of the leak was found at the cps due to blood in and around the bottom of the cps and at the bottom of the cassette. Inspection of the cps revealed a tear near the center of the cps. The tear in the cps was confirmed to be the leak location via pressurized water pushed through the flow path. Terumo bct supplier engineering was consulted and stated that the tear found in the cps is most likely supplier related. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a leak at the centrifuge pressure sensor (cps) during a collection on atrima device. Per the customer, the donor was sent for a medical check-up and blood testing,and will be monitored for a period of time. The information for the investigation such as procedural details and patient outcome is not available at this time.

Manufacturer narrative:
This report is being filed to provide additional infomration in investigation: the run data file (rdf) was analyzed for this event. Review of the rdf showedexpected centrifuge pressure signals until about 15 minutes into the procedure. At this time, theoperator chose to terminate the procedure without rinseback. While the operator wasterminating the procedure, a ¿draw pressure too low¿ alert was generated. Run data file analysisdid not show a root cause for this leak.the tubing set test is designed to only test the left side of the disposable kit, which is related todonor connection, to ensure no air is returned to the donor by a leak in the lines that directlyimpact donor safety. Testing includes the inlet coil up to the closed clamps at the needle andsample bag lines, the inlet pump, ac pump, and return pump header occlusion, the ac line, andthe access pressure sensor (aps). All of these components are tested using air that is pulledthrough the ac line and sterile barrier filter.the system does perform product bag air removal on the right/collect side of the cassette if thecustomer has this feature configured on; however, this does not include a cps leak test. There isno leak test for the cps and the cps is only monitored if the pressure reading exceeds certainlimits. With a leak present, the pressure should never exceed the monitored values. A leak at thecps is not harmful to donor safety since the cps is always under positive pressure due to the inletpump pushing the blood through the sensor and into the centrifuge. Therefore, it is unlikely thatair or bacteria would be drawn into the system. Per the terumo bct internal risk assessment: thepotential for bacteria on the external surface, if presented at the site of the leak, to enter the setagainst the net flow through the leak is very low.a terumobct supplier engineer was informed of the incident and the supplier has been notifiedof the defect.investigation is in process, a follow-up report will be provided.

Event description:
Per the customer, the donor came in and did a blood check there first for a normal screeningand the results were "fine". However, the donor wanted to do an in-depth blood test at thehospital.

Manufacturer narrative:
Based on the available evidence, the root cause of the leak was due to a small tearin the centrifuge pressure sensor (cps) silicone diaphragm. The tear is due to a manufacturingdefect that occurs at the supplier site. During the post-molding cutting process of the cpsdiaphragm, the component was cut/torn.

Event description:
Final patient outcome is not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Per terumo bct's medical review, the device did not cause orcontribute to this incident.